Manufacturer narrative:
A getinge field service engineer evaluated that and unable to duplicate reported failure. Performed functional check and safety test, then returned unit to clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) won't switch to ac power when plugged in. There was no patient harm .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) won't switch to ac power when plugged in. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).